Event description:
Code blue called at 8:30 am on patient in day surgery. Patient was to undergo a right tympanoplasty for chronic perforation of the right ear secondary to numerous ear infections. The patient was on the or table under general anesthesia, with preparation to begin surgry when the patient went into asystole cardiac rhythm with a few escape beats, resuscitation measures were successful and the patient was transferred to the critical care unit. The patient remained comatose and died 15 days later. The drager anesthesia machine alarm was not heard in the or suite by the operating room team. Same anesthesia machine was used on two successive cases. Taken out of operation at end of day for event log analysis by manufacturer.